Event description:
A report was received that during a lead revision for inadequate therapy, the physician replaced the paddle lead due to high impedances. The patient was implanted with a new paddle lead and reportedly doing fine after the revision procedure.

Event description:
A report was received that during a lead revision for inadequate therapy, the physician replaced the paddle lead due to high impedances. The patient was implanted with a new paddle lead and reportedly doing fine after the revision procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted lead found it to be satisfactory.